Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to confirm the reported needle mechanism failure or determine its root cause. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.

Event description:
It was reported that the patient's blood glucose level reached 18 mmol/l (324 mg/dl). The pod was worn between 4 and 24 hours. It was noted that the pink slide did not move forward, but the cannula was visible; indicating a needle mechanism failure. Hyperglycemia treated with a new pod.

Manufacturer narrative:
The device was received fully deployed. Inspection of the needle mechanism found no damages or defects that could result in a needle mechanism failure. The bottom housing cannula window and e-seal were checked for damages and no issues were observed. The downloaded data shows that the device completed the priming sequences and operated until it was deactivated at pulse 555. The needle mechanism was manually reset and functioned as intended through manual rotation of the ratchet gear.